Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins battery died because they could not charge the ins due a broken recharging belt. The patient reported that the ins died, and they stop feeling stimulation. No patient complications have been reported because of this event.